Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2011-02409. It was reported that during a percutaneous rotational atherectomy treatment procedure, removal and detachment issues occurred. Vascular access was gained via the femoral artery. The chronically totally occluded eccentric lesion was located in the severely calcified and moderately tortuous mid right coronary artery (rca). The total length of the lesion was 60mm however the portion being treated with ablation was 15mm. The lesion had no significant bends however the proximal rca had a severe bend of unknown degree. The physician attempted pre-treatment ivus after an unspecified guide wire was advanced across the lesion. But the unspecified ivus catheter was unable to cross the lesion. Next, the lesion was pre-dilated with an unspecified 2.0x10mm balloon. The physician then advanced the 1.5mm rotablator rotalink plus burr to the lesion, and ablation at 224,000 rpms with a drop of 3,000 rpms was performed for about 10 seconds. The physician attempted to remove the burr with dynaglide mode and the burr then jumped over the lesion and became stuck. The physician attempted to remove the burr and floppy rotawire guide wire, however both devices separated. The physician attempted to remove the burr and wire fragments with ballooning and snaring however these attempts were unsuccessful. Approximately 60mm of the floppy rotawire guide wire and 1.7cm of the drive shaft and the burr remain in the patient, secured to the vessel wall with a non-bsc stent. The patient was discharged from the hospital the following day. No further complications were reported, and patient status is listed as good.